Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended his 6-month follow-up appointment and reported that he is unable to hear with the device implanted on the right side. He mentioned noticing a decline in his hearing since last month. The user will be scheduled for new imaging to determine if the electrode array is positioned outside the cochlea.

Manufacturer narrative:
Based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user attended his 6-month follow-up appointment and reported that he is unable to hear with the device. He mentioned noticing a decline in his hearing since last month but assumed it might be an issue with his audio processor and didn't report it earlier. The user showed very good benefit before. Per internal registration information, a complete electrode insertion was achieved at implantation. A reinsertion surgery was performed. The same implant was used with no issues whatsoever.